Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that both the probe tip and the grasping section had contact marks with each other. The burned tissue was adhered the probe. The ptfe pad was severely worn. Omsc checked the probe, with no irregularities noted. When omsc pushed the output button, the subject device was properly activated output. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The metallic sound might occur since the user activated output with the probe tip and the grasping section coming into contact. The cutting quality might be deteriorated since the burned tissue was adhered the probe tip. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. Just after the start of use, the metallic sound occurred. The cutting quality of the subject device was deteriorated. There was no patient injury reported. No further information was reported. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As the result, omsc confirmed that the ptfe pad was severely worn on (B)(6) 2016.